Event description:
It was reported a patient had a revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2, h6, h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent hip revision approximately 5 years and 9 months post implantation due to a dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information, as the investigation summary was erroneously left out of the previous report. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. The reported products were reviewed for compatibility with no issues noted. However as the stem is unknown, it is unknown if the entire construct is compatible. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were not provided. With the available information, a definitive root cause could not be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.